Event description:
This is a report of a patient who had a high drain 104 alarm while setting up the homechoice for peritoneal dialysis. The alarm indicated that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) guided the patient in setting up the machine for therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction was identified. As the machine was not returned a complete device analysis cannot be completed. The device history and service history for the machine were reviewed with no issues noted related to the reported event. The cause of the event could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.